Manufacturer narrative:
This medical device report (MDR) is being submitted outside the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit /inspection.

Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device in the u.s., an MDR is being filed. The customer informed the manufacturer that a duramatrix onlay product was used on a patient. The surgeon had to perform a revision surgery 3 weeks after the initial surgery due to a recurrent dura leak. Date of revision surgery is assumed to be (B)(6) 2025, however it was not confirmed. Adherus (not manufactured by collagen matrix, inc.) Was also used in conjunction with the duramatrix onlay product. The product item and lot number was not provided. The following information was requested multiple times but not provided: details surrounding the initial procedure, any observations with the product/packaging, product item number, product lot number, details surrounding revision surgery, and current patient status/patient outcome.